Event description:
The customer reported the system mixed up images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and the cine drive, reloaded calibration files, and flashed the memory. The system operates as intended.